Manufacturer narrative:
One opened and or used reservoir was tested and no air bubbles were noted. No defects were noted in the o ring as well.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer's reservoir had air bubbles and the tubing was damaged. The customer's blood glucose level was 90 mg/dl. She was advised that she needed to change the entire infusion set and reservoir. The customer will return the product. Nothing further to report.